Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The device was at elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The reported event of premature battery depletion was not confirmed. During data review of the device image, analysis found the battery life estimated on the programmer was higher than the actual battery life remaining. This longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer software.

Event description:
During a remote follow up, the estimated remaining longevity was less than anticipated. Technical support was contacted and premature battery depletion was suspected. A device exchange is anticipated but has not yet been performed. The patient was stable and will continue being monitored.